Event description:
The company was informed that the pt underwent a debridement due to skin breakdown at the implant site. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.